Event description:
Customer reports to have received a compromised forced sensor alarm during priming. Customer states a lot of insulin was wasted when attempted to prime. Customer states drive support cap was protruded and a rubber piece was missing. Customer's blood glucose was 69 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. The insulin pump was unable to verify prime alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners display window and belt clip slot. The insulin pump was received with broken reservoir tube lip, minor scratches on lcd window. And missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.